Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."

Event description:
It was reported patient underwent a procedure for a dynamic compression cable plate on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to a bent plate. It was replaced with another cable plate of the same part number.